Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va27nlc); product type: 0200-lead; implant date (B)(6) 2020; explant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they had their system replaced because something was broke. The patient thought it might of been the lead, but they can't remember. They did have an x-ray and was told that something was wrong with the lead. The patient didn't remember when they first noticed their return of symptoms, but they did see the manufacturing representative (rep) on 2022-mar-12 for a reprogramming session due to therapy issue. They had their device replaced on (B)(6) 2022.